Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 2648988-2018-00006.

Event description:
This report is 1 of 2 complaints. A distributor reported that two pudenz flushing valves were used on (B)(6) 2017 during an unspecified procedure. It was reported that the flushing was wrong for both flushing valves and that less water was observed from both connecting parts. There was no patient contact or injury. There was a reported 1-hour delay in surgery time due to the product problem. Additional information indicated that there was no patient complications reported as a result of the surgical delay.

Manufacturer narrative:
Investigation was completed on 22feb2018: the documentation review of reported lot did not reveal any anomalies that could cause the reported condition. No event, ncr and/or rework was recorded for the mentioned lots; therefore, it is concluded that the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Two valves were received inside the same package. These were visually inspected and no visual defect was observed. A piece of catheter tubing was connected to the proximal side of the valve. Water was passed through the valve using a syringe. All bubbles were removed from the valve and catheter. Then the water was allowed to flow through the valves by force of gravity alone. Being a low pressure valve a noticeable slowing of flow should occur between 5-50 mm above the base of the valve. The flow for the valve with lot number 1164709 was slower when compared to the other received valve (mfg. Report number: 2648988-2018-00006) right from the beginning. The test was repeated three (3) times and each time the flow was observed to be slower than the other valve. Since the diaphragm can stick to the body, short bursts of water were thrusted through the valve. Afterwards, the test was repeated three (3) times and the valve performed normally. The reported complaint could be confirmed; that there was a slower performance due to the normal silicone rubber characteristics which it may stick (as stated in the IFU).